Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. Per the patient, in 2011 the pump was removed and the catheter was left implanted. In 2011, she got "immune to morphine" and was switched to a fentanyl patch and that worked better. The pump was removed because the pump was uncomfortable by her hip where it was placed. She loved the pump when she first got it and didn't know why they didn't try any other medications. The situation was resolved.